Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of bleeding and renal dysfunction could not be conclusively established through this evaluation. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding and renal dysfunction. Section 6, ¿patient care and management¿ provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to right heart failure. Following left ventricular assist device (lvad) implant the patient experienced bleeding which required multiple washouts. The patient also experienced an acute kidney injury (aki) which required continuous renal replacement therapy (crrt). The device was noted to be functioning as intended at the time of the patient's outcome. The patient's outcome was not considered to be device or therapy related.